Event description:
Client found unresponsive upon nurse arrival to shift. Nurse was able to obtain rosc(return of spontaneous circulation) and emergency services were contacted. After evaluation, ventilator was found to be alarming but not sounding. Vent was found to be malfunctioning overnight.